Event description:
During implant, the airway was penetrated during further dissection of the nerve. The surgeon was able to repair the airway with suturing. The surgeon decided to abort the implant at this point. The patient was closed and the issue was resolved.